Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 6 failed to stay closed. The field service engineer (fse) powered off the station and removed drawer 6 from the cabinet. Upon inspection, the fse found that the latch sensor was not properly seated in the hard stop. The fse repositioned and secured the sensor correctly, then reinstalled the drawer and reattached the hardware. The fse powered on the station, launched the application, and tested the hardware. The hardware test completed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.